Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure the patient experienced a corneal wound burn. During the initial phacoemulsification phase , while the handpiece was in the eye, the handpiece did not work. An occlusion message was displayed on the screen. The surgeon removed the handpiece but by then the patient had sustained the wound burn. The system was immediately recalibrated and the procedure was completed. The procedure took longer than expected and a suture as required to close the wound. Additional information was received indicating the surgeon is unsure if the reported event was caused by the handpiece. Current patient condition is unknown.